Event description:
During an endoscopic clipping procedure to control post polypectomy bleeding, the physician used a cook endoscopy triclip endoscopic clipping device. When the clip was extended from the outer sheath, the clip detached from the deployment device in the open position. The clip was left to pass naturally through the gastrointestinal tract. Another clipping device was used to complete the procedure. A foreign object was not retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device was unable to confirm the report of premature clip deployment. The clip deployment device was returned for evaluation, but the endoscopic clip used during the procedure was not included in the return. The handle of the deployment device is intact. The clip release tab was in position inside the handle; it had not been removed by the user. An endoscopic clip from our shelf stock was loaded onto the clip deployment device. The device was advanced through an endoscope that is in a curved position to simulate worst-case scenario. The endoscope has an accessory channel that is 2.8mm in diameter. When the device exited the endoscope, the clip was extended from the outer sheath and the clip release tab was removed. The clip closed and deployed appropriately. Clip detachment did not occur. A discrepancy or anomaly that could have contributed to premature clip deployment was not observed during our analysis of the returned product. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusion: we were unable to conduct a full investigation because the endoscopic clip was not included in the return. The returned clip deployment device functioned as intended with an endoscopic clip from our shelf stock. A definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we provide the following comments. The instructions for use for this product line advise the user to ensure the clip is securely attached to the clip deployment device by pulling gently on the clip. If the clip was not securely attached, this could have contributed to the report of premature clip deployment. The instructions for use for this product line also advise the user to guide the clip into the outer sheath manually. This activity will ensure smooth clip retraction into the outer sheath and assist in avoiding premature deployment of the clip. Premature deployment of the endoscopic clip can also occur if the clip release tab is removed from the handle assembly before the clip has reached the desired tissue site. The instructions for use for this product line instruct the user to remove the clip release tab when the targeted position is reached endoscopically. Prior to distribution, all triclip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified and the returned clip deployment device functioned as intended with an endoscopic clip from our shelf stock. Customer quality assurance will continue to monitor for complaint trends.